Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Although requested, no further information has been made available by the user facility. Should additional relevant information be made available, a supplemental MDR will be submitted. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). No parts have been returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a burning smell emanated from the 2008k hemodialysis machine. The bmt performed a visual examination of the unit which found the corner of the actuator test board to be charred. No sparks, flames, or smoke identified during the event. The actuator test board was replaced, however, the issue recurred. A replacement actuator test board was ordered. The unit remains out of service at the user facility pending its repair by the biomedical engineer. No patient involvement or adverse effects as a result of the reported event. No parts have been returned to the manufacturer for physical evaluation.